Event description:
The customer received a blood glucose reading of 330mg/dl on the contour usb meter, re-tested on a contour meter and the reading was 156mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strip information was not provided but the strips are expected to be returned for evaluation. New strips and meter were sent to the customer.